Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil located distal to the cut end of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. Electrical testing found internal shorts between conductors due to the procedural damage to the insulations.